Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt reported they had to have surgery because their back was showing more swelling and the event date was either june (pt did not specify) or march 1st of this year. Pt noted they were showing autonomic 'dysreflexia' symptoms. Pt had the surgery and they discovered that the pt had a whole lot of excessive scar tissue. Pt had complications with the surgery and it wouldn't stop draining. They had to open the area and put something on their wound (ps had difficulty hearing pt due to connection). Pt had a 102.2 fever and they were tested again and still had an infection. Pt inquired materials of internal components to see if they were allergic to any of the materials. Ps reviewed information.

Manufacturer narrative:
Continuation of d10: product ID: 977c165, serial# (B)(6), product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient (pt) reported they ended up with 2 staph infections (1 was mrsa) that developed as a result of cutibacterium acnes that had adhered to the implant at some point between the device's production and the actual implant. Patient included diagnostic testing reports for everything they tested positive for during recent hospitalization for explant surgery. Patient reported the device was explanted on (B)(6) 2023 and the wound was left open as the infection was bad. Patient was placed on 2 IV antibiotics: cefepime, vancomycin, and flagyl (this one by pill). Patient ended up with septic shock the next day as their blood pressure dropped drastically low and patient was in ICU for 3 days. Patient had another surgery on (B)(6) to sew up layers of muscle and close the wound. Patient on additional antibiotics following this: augmentin and doxycycline, then bactrim, and finally clindamycin (which patient is still on), and they still have stitches and the it continues to drain at the bottom of the incision. The issue has not been completely resolved as they are still on antibiotics and continuing to drain fluid from the wound. Weight and device disposition were not reported.

Manufacturer narrative:
Correction: b2 - life threatening also applies to this event as the patient was in the ICU medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt) and a healthcare professional (hcp). Pt reported that the cause of the inf ection/ fever/ scar tissue/ surgery has not been determined as to why the excessive amount of scar tissue built up. Patient's neurosurgeon thinks they might be allergic to one of the components of the device. The 102.2 fever hasn't been explained either, as patient had no infections or bad test results from any of the tests, the fever is gone now though. Patient stated they are supposed to be getting allergy tested for each component soon. If that comes back negative, patient doesn't know what the next step or explanation will be. The issue is not yet resolved, patient is unsure beyond allergy testing. The hcp called in and stated they are involved in independent research with pt's hcp who reports that pt began complaining of swelling around the implant site around 6 months ago. Caller reports hcp determined it was fluid near the implant site consistent with a seroma and continued to follow up with the pt with routine imaging. Caller reports that hcp decided to drain the fluid/seroma, and the pt reported recently that they were going to the ER with symptoms "consistent with infection". Caller reports that hcp explanted the system.

Manufacturer narrative:
B3: date inaccurate, only the month and year are valid. Continuation of d10: product ID 977c165, serial# (B)(6), product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider. It was reported that the patient experienced possible wound abscess, seroma, or hematoma. The patient was taken to the operating room on (B)(6) 2023 for wound exploration of recurrent swelling at their midline incision. They experienced intermittent episodes of swelling since (B)(6)2022. Wound exploration findings were of extensive scar tissue with serosanguineous collection. The scar tissue was debrided and then irrigated with vancomycin saline solution and peroxide saline mixture. The incision was closed in standard fashion. The patient was seen in office for wound check by the neurosurgeon on (B)(6) 2023. The patient reported continued bloody drainage from their incision. They were admitted to a hospital for possible re-exploration and wound drainage. The patient was taken back to the operating room on (B)(6) 2023 for incision drainage of wound, drainage of seroma with placement of wound vac. Overnight the patient was without neurosurgical difficulties. The patient was discharged home with home health for management of wound vac. The wound was estimated 2-3 cm deep, 29 cm long, and 3 cm wide. The patient¿s ne urological exam was stable. On (B)(6) 2023, the participant was seen in the emergency department with complaints of intermittent fever, mild headache, mild rhinorrhea, and generalized malaise. Esr and crp were elevated, urinalysis and wound cultures from (B)(6) 2023 were unrevealing. Chest x-ray with no acute process. The patient was offered inpatient admission but declined. They were discharged home with instructions to contact their physician if signs of infection were noted. They continued with wound vac with home health services. On (B)(6) 2023, the patient was seen by a neurosurgeon for follow-up. Wound vac was removed for assessment of the wound. The wound was noted without pus, but there was deep, significant swelling of soft tissue; a wire was visible. On (B)(6) 2023, the patient was seen by plastic surgery in office. No changes to their treatment were noted at that time. They were encouraged to continue wound vac and avoid placing pressure on the area, and to optimize their protein and nutritional intake. The patient was seen on (B)(6) 2023. The wound vac was discontinued due to the wound not looking healthy enough to benefit from it. On (B)(6) 2023, the patient was seen in the ER for a fever of 103.5, nausea, and dizziness. They received work-up in the ER; wound check, urinalysis, and blood cultures, bmp, pt/ptt, cbc with differential, chest x-ray, and CT scan of their abdomen. The patient¿s vital signs were noted as normal. The wound had some mild erythema around it but no purulent drainage, or significant drainage. Labs noted mild anemia and mild creatine elevation, no leukocytosis. Urinalysis was consistent with urinary tract infection. Cultures were sent. The participant was given rocephin IV in the ER and was sent home on keflex. The CT scan showed no evidence of complication related to the ins although clinically they had mild cellulitis surrounding the wound. The patient was prescribed doxycycline. The patient was given compazine for nausea. On (B)(6) 2023, the patient notified their healthcare provider of positive wound cultures received from the wound clinic on (B)(6) 2023. The patient was able to share their latest lab result with their primary care physician, and they started on an antibiotic (clindamycin); susceptible to both bacteria noted in their wound. On (B)(6) 2023, the patient was admitted to a hospital for wound breakdown with exposed hardware. The patient complained of nausea, feet swelling, fever, and lethargy over the previous few days. The plan was to remove the ins with wound revision. An infection workup was started (esr/crp/blood cultures, ua with urine culture if indicated). They underwent an incision and wound drainage of the lumbar wound and removal of the ins. Cultures were obtained. Plastics were consulted and advised closure of the fascia and muscle layers and then to perform a wet dressing due to the previous failure with wound vac therapy and the likelihood of allergy from adhesive from vac dressing. Plastics then would complete the closure of the wound when appropriate. Wound care was ordered by plastics for three times daily wet to dry dressing of vashe soaked gauze.